Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Clinical confirmed that patient had a revision on (B)(6) 2013.

Event description:
Clinical confirmed that patient had a revision on (B)(6) 2013. Update: based on the medical records received; this event relates to a two-stage exchange for infected right total knee replacement in (B)(6) 2013.

Manufacturer narrative:
An event regarding revision due to infection of an unknown knee component was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms the occurrence of an infection in a primary total knee. This knee was revised in a two stage revision with intervening placement of a spacer. Neither the tka implants involved nor the root cause of the infection can be determined as insufficient information was available. -device history review: could not be performed as lot code information was not provided.. -complaint history review: could not be performed as lot code information was not provided.. Conclusion: the infection was confirmed through clinician review of the medical records provided. A review of the provided medical records by a clinical consultant stated the following: "review of these records confirms the occurrence of an infection in a primary total knee. This knee was revised in a two stage revision with intervening placement of a spacer. Neither the tka implants involved nor the root cause of the infection can be determined as insufficient information was available." Additional information including device ID and evaluation, pathology reports, progress notes, operative notes (for revision of infection) and pre-revision x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.